Event description:
Tech alleged the hi/lo head has a slow drift. No pt impact.

Manufacturer narrative:
The tech found the cause to be a faulty hi/low head down valve. The tech replaced the hi/low head down valve to resolve the issue.